Event description:
Customer reported she was experiencing high blood glucose of 370 mg/dl. She wasn't sure why her blood glucose was high as she had bloused for 45 carbohydrates. Customer stated the insulin pump had a crack where the battery cap screws on. Customer was stated the damage occurred during wear and tear. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with motion sensor test failure error alarm during rewind test due to motor encoder signal out of phase. Unable to perform displacement test, basic occlusion, occlusion, prime and no delivery test due to motion sensor test failure error alarm. The device was communicated properly with minilink transmitter sensor and glucose sensor simulator and contour next bg meter. No communication issue noted. The device had broken battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.